Manufacturer narrative:
The reported event of sensing noise was not confirmed. The reported event of inadequate insertion was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right atrial and left ventricular set screws were stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage charging were found to be normal.

Manufacturer narrative:
The reported events of sensing noise was not confirmed. The reported events of inadequate insertion was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right atrial and left ventricular set screws were stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage charging were found to be normal.

Event description:
Additional information was received that the device was explanted and replaced. Provocative maneuver's were performed; the noise was reproducible. X- ray imaging was performed; no anomalies were found.

Manufacturer narrative:
Reported event of sensing noise was not confirmed. Reported event of inadequate insertion was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right atrial and left ventricular set screws were stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage charging were found to be normal.

Event description:
It was reported that, noise resulting in oversensing was observed on the device. Inadequate insertion of the lead into the right ventricular (rv) port in the header of the device was suspected but this was not confirmed. No additional intervention has been performed. The patient is stable.